Event description:
Explant of enterra device; patient converted to gastric bypass. Surgeon sent in face sheet of patient and said this was an explant. No additional information. Explant sent back for analysis.

Manufacturer narrative:
Enterra implant was removed and patient converted to gastric bypass. Device has been returned to enterra for analysis. Results pending.